Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of broken objective lens was confirmed. The device evaluation also found that the image was blurry and there were minor scratches on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the objective lens scope was broken. The issue was found during assembly at the processing point. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The determined error patterns indicate that the cause for the described issues is excessive use. Olympus will continue to monitor field performance for this device.